Manufacturer narrative:
Zimmer biomet complaint: (B)(4). The product was not returned for evaluation due to unknown location. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) and complaint history review was unable to be performed as the lot/item number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Associated risk table lists "block/guide loosens during use¿. Following review, no new risks were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that during a total knee arthroplasty (tha) carried out on the right knee on (B)(6) 2014, the vertical cutting block did not stay in the locked position during resection and came loose on the medial cut, however the pins were not in place. No further information was provided.